Event description:
Return reason: bent pin. Analysis determined: investigation found that all three electrical connector pins are slightly bent down over themselves and the connection cannot be completed. Defect origin is unknown. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Corrective action taken; the corrective action is the mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.